Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data collected from the device shows the device recorded eri (elective replacement indicator) on (B) (6) 2010 approximately 40 months after implant.

Event description:
It was reported that the device went into elective replacement indication in approximately 36 months. Possible premature battery depletion was also reported. The device was removed and replaced. No patient complications have been reported as a result of this event.